Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed normal limits. The customer resolved the issue by disconnecting the ifs line from the pump, reloading the cartridge, and resuming insulin delivery. Technical support provided off-label insulin messaging, which the customer understood, and the case was subsequently closed.